Event description:
After a laparoscopic gastric bypass 2 days post-op the patient complained of sudden onset of severe shoulder and abdominal pain. The patient was brought into the or for open surgery. The surgeon found a breakdown in the corner of the gastric stapling on the remnant portion of the stomach. To rectify, the surgeon sutured this area. During the initial operation there was no indication of the problem. The patient currently has sepsis due to leak of bile.